Manufacturer narrative:
Evaluation summary: one sample of cuffed pediatric long tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 9cc of air was applied to the cuff, and it was observed the cuff held the air and no difficulties were noticed at the time of inflation nor deflation, the sample was left inflated 24 hours and no leaks were observed. Additionally the cuff, inflation line and pvt valve were submerged into a container filled with water and no leaks were observed. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one hour after the start of using the product, the device had an air leak from the cuff. It was reported that recannulation of a replacement tube was required.